Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape, up, down and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to buttons not responding.

Event description:
The customer's husband reported via phone call on (B)(6) 2018 that the insulin pump piston wasn't moving during priming. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was unknown. Troubleshooting occurred but issue wasn't resolved. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis. Failure analysis determine the keypad was unresponsive.